Event description:
The pump was returned for investigation. Investigation revealed contamination under all key contacts. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/18/2013 with the following findings: evaluation revealed that the keypad symbols were worn and there was no physical damage to the keypad. The contrast button was unresponsive and the up, down and ok buttons responded appropriately. The keypad was removed and contamination was found under all buttons. (B)(6).